Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via her husband that she had been in pain and the trial leads have moved. She had gone to the ER on (B)(6) 2016 for pain medications. The trial had begun on (B)(6) 2016 and in the middle/end of the week prior to this report, she became sore and was in pain. The ER had contacted her healthcare provider (hcp) and she received medication to keep her comfortable until her scheduled implant on (B)(6) 2016. She had been involved in doing a lot of yard work (shoveling). Additional information received from the patient on (B)(6) 2016 reported that she was still really sore due to the leads coming out before implant. She had been told that they had to remove the initial leads and implant new ones. She was on strict bed rest for 10 days. She was redirected to her hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.